Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1; -7.00 diopter implantable collamer lens patient's left eye (os) on (B)(6) 2022. The lens was reported as having low vaulting without rotation. On (B)(6) 2023 the lens was replaced with a longer length lens. This resolved the problem. Cause of the event was not reported.

Manufacturer narrative:
Claim#(B)(4).

Manufacturer narrative:
Corrected data: d2: mta. (B)(4).